Manufacturer narrative:
Please note that this is a resubmission of a previously submitted MDR in 2013. Please see submission comment for explanation. Exemption letter e2013012 alma ltd (manufacturer) is submitting the report on bahelf of alma inc (importer). An examination of the treatment technique and protocols by alma lasers representatives concluded that the procedure was performed prior to the clinical training that was scheduled for (B)(6) 2013. Treatment parameters were found adequate. Clinical training is essential prior to performing procedures to make the trainees aware of some common medical contraindications where the clinician's judgement is required such as hair removal on a tattoo may result in blistering. It is found that the subject device is not the suspected root cause of this event, so the device is not evaluated. The most likely result is user's judgement error. The training has been completed on (B)(6) 2013. Also alma ltd has proactively added this as a caution in the labeling to avoid such recurrence. Initially it was considered as a non-reportable event as the injury is superficial and reversible. However when the attempt made to follow up on medical condition of the patient on 09/12/2013 was unsuccessful, it was decided to file this report in good faith. Should any additional information be obtained and/or provided, alma ltd will file a supplemental report(s) with FDA within the published time lines for such reporting.

Event description:
It was reported by the customer that a patient with skin type iii sustained pain and blistering of skin over a tattoo on the lower leg following hair removal procedure with the soprano 810nm diode hand piece. It was further reported by the physician that the patient likely absorbed a significant amount of energy around tattoo which resulted in superficial burn the physician advised to apply silvadene, cortisone and moisturizer four times a day. It was also noted per doctor's notes that the patient did not use silvadene that was advised. Patient declined repeated attempts of follow up with the clinical and consulted with a dermatologist.